Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during npwt utilizing a renasys touch and improved canister, an alarm for full occurs even though the canister is not full. This problem was solved by exchanging the two canisters. There was no patient harm. There was no delay. The device will be returned to jp local service for evaluation. The results will be shared after its completion.